Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that after a coronary artery drug eluting treatment procedure, a patient death occurred. The lesion was located in the proximal left anterior descending (lad) artery. The lesion was not calcified but 85% stenosed. The patient presented with unstable angina and a history of coronary artery disease (cad). The right femoral artery (rfa) was accessed using a seldinger technique and inserting a 6 french sheath. A 6 french xb 3.5mm guide catheter was used to intubate the vessel. A maverick 3.00x15mm balloon was used to pre-dilate the vessel at 6 atms for 40 seconds. Following angioplasty, the stenosis decreased from 85% to 40%. Next a taxus express2 3.50x20mm drug eluting stent (des) was advanced to the lesion site and deployed at 18 atms for 10 seconds. A quantum 4.00x15mm non-compliant balloon was used to post-dilate the stent at 8 atms for 10 seconds. The final result was 0% residual stenosis and timi-3 flow was achieved. Hemostasis was obtained using angio-seal. There were no reported complications during the procedure. Integrilin was administered during the procedure. Three days later, the patient presented with acute myocardial infarction (ami) and was diagnosed with in-stent thrombosis. First, a temporary pacer wire was inserted through a 6 french sheath into the right femoral vein. The temporary pacer position was checked via fluoroscopy and was set to 60 ppm. The left femoral artery (lfa) was accessed using the seldinger technique. A 6 french xb 3.5mm guide catheter was advanced across the ascending aorta and angioplasty was performed. This revealed 100% in-stent thrombosis of the lad. After angioplasty was performed the patient was defibrillated at 300j. A pt choice 300cm guidewire was advanced across the lesion site. Next, a maverick2 3.00x15mm balloon was advanced over the wire to the lesion site and inflated to 9 atms for 10 seconds. Multiple inflations were performed at the same pressure and duration. This resulted in a decrease in thrombosis burden. The temporary pacer rate was set at 70 ppm. An export 6 french catheter was introduced and five passes were made from the proximal to mid lad. Large chunks of thrombus were suctioned and the thrombectomy catheter was removed. A maverick2 3.50x15mm balloon was advanced over the wire and inflated to 8 atms for 15 seconds and the balloon was removed. The temporary pacer was set at 80ppm. The guidewire was removed. Timi-3 flow was re-established with residual partial clotting. Again, the patient was defibrilllated at 300j. Heparin and integrilin was administered and sheath was left inside the patient. At the end of the procedure, before closure, the patient developed sudden onset of shortness of breath and mild hypotension. Dopamine was adminisetered with a good blood pressure in 100 range. The patient subsequently, quickly deteriorated and became asystolic. A code was called. The patient was intubated and still remained asystolic. The pacer would not capture the spike, so the position was checked and still no capture occurred. Bicarb and calcium were administered without success. Resuscitation was performed and aggressively continued. The patient remained asystolic despite escalating the dose of epinephrine and atropine. An injection of the coronaries was performed and showed a flow in the lad with spasm secondary to epinephrine use. The sheath was also injeceted to look for a retroperitoneal bleed, but did not reveal any bleeding. Pericardial centesis was performed to demonstrate any tamponade and this failed to aspirate any blood. In fact, the needle had hit the right ventricle on fluoroscopy without evidence of tamponade. Finally echocardiogram was performed and it did not show any evidence of tamponade. The patient was then pronounced dead. The cause of patient's death was not provided. No further information is available.